Event description:
It was reported that the patient implanted with this left ventricular (lv) lead was recently set up on the remote home monitoring system. Review of a stored anti-tachycardia pacing (atp) episode during a recent remote home interrogation and upload noted that the lv lead exhibited oversensing of noise resulting in inhibition of lv pacing. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.